Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a peritoneal fluid infection coincident with peritoneal dialysis (pd) therapy. The cause of the infection was not reported. It was not reported if the patient was hospitalized for the event. Treatment and outcome are unknown. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.